Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link standard bore catheter extension sets leaked; some leaks were described as "around the IV connection/cuff site despite the distal end of each being seated securely". This was observed during endoscopy and infusion therapies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.